Event description:
A physician was laparoscopically applying a fallopian tube clip when the clip came off the tube into the abdominal cavity. The doctor looked for the clip but could not locate it. Another clip was applied to the fallopian tube without incident. No additional surgery was done or was scheduled to retrieve the clip. The loss of a clip during application is described in the "PMA" for the hulka clips.